Manufacturer narrative:
Unique identifier (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable low ua2 uric acid ver.2 (ua2) result for 1 patient tested on a cobas 8000 c (701) module. The initial ua2 result was 1.3 mg/dl with a repeat result of 3.1 mg/dl. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The ua2 reagent information was not provided. The field engineering specialist found that the sample probe was not aligned correctly over the rinse station. He replace the the sample probe and performed alignment adjustments. He checked the systems pressures, which were acceptable, and he replaced the reaction cuvettes. The field engineering specialist findings of a misaligned sample probe was determined to be the root cause. The customer has reported no further issues.